Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had external damage. A broken ground prong on the ac cord. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse identified the broken ground prong on ac cord. In order to fix the issue, the fse replaced the ac power cord reel (0012-00-1688-21). The unit was then calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h10, h11. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received the ac cord reel with a reported unit failure of ground prong broken. The technician performed a visual inspection and found the ground prong is broken. The technician replicated the failure of a broken ground prong. Retaining the ac cord reel in the failure analysis and testing department per procedure.

Event description:
N/a